Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus a scope detection sensor failure was found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and scope detect sensor failure was found. Additional findings include the following: lamp: 500 or more hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. However, the root cause and the cause of the phenomenon ¿spring in the back of the scope detection bar fell off, and the scope socket malfunctioned¿ could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.